Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device. A visual assessment was performed and the reported condition was confirmed. This type of damage was indicative of using excessive force to pull on the cord. The assignable root cause was determined to be due to mishandling, which is user error, misuse and/or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the motor device had a cut in the cord with wires exposed. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was reported to have occurred during the month of (B)(6) 2014; however, the exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.